Event description:
It was reported that patient received inappropriate atp and high voltage therapy. The patients medications were adjusted to inhibit arrhythmic episodes. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.